Event description:
The following has been reported: "the device no longer display any message." Evaluation by fresenius kabi romania finds that the display board is defective. Reporting due to the referenced issues. No current known reports of an adverse event. More information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log was reviewed and several technical errors were found which confirms the reported event. The device was not returned to brézins as repairs were carried out locally. According to repair information the display board was found defective but upon internal inspection no trace of infiltration or damage could be identified. Therefore the root cause of this board issue remains unknown. This complaint is considered as valid. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.